Event description:
It was reported that on (B)(6) 2009, patient underwent procedure ¿l5-s1 anterior lumbar interbody fusion with synthes, anterior interbody spacer with anterior instrumentation and bone morphogenic allograft fusion.¿ on (B)(6) 2010, patient presented for an x-ray of spine lumbar 3 views which indicate ¿ there has been prior anterior fusion of l5-s1 and placement of intervertebral disc graft, there is also straightening of the lumbar lordosis with consistent muscle spasms.¿ on (B)(6) 2010, patient presented for x-ray of spine lumbar 2/3 view which indicated ¿degenerative arthritis, mild scoliosis. There is mild to moderate narrowing of the l4 interspace. Postsurgical changes are noted at the l5 interspace anteriorly, there is disc prosthesis in place.¿ on (B)(6) 2010, patient presented for office visit post op. Per medical record, ¿x-rays revealed good placement of implant, and patient was released for full duty work.¿ on (B)(6) 2010, patient presents with c/o back pain and thigh paresthesias on (B)(6) 2011, patient presented with c/o increased back pain. On (B)(6) 2011, patient presented with c/o of pain for evaluation for pain management. On (B)(6) 2012, patient underwent ¿right inguinal hernia repair with medium plug.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.